Event description:
It was reported that an altitude alarm was triggered on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within the normal range. The customer was able to resume insulin delivery with the original cartridge, and technical support provided tips to prevent future altitude alarms.